Event description:
It was reported to depuy arcomed that the top cable in the songer cable construct is breaking post-operatively at the loop/crimp junction. No explant surgery has been scheduled at this time. The part and lot number was not reported. The cable remains implanted so no further eval can be performed. A definitive cause of the event cannot be determined. No further action can be taken at this time.

Event description:
A songer cable broke post-operatively at the loop/crimp junction. There is no explant surgery scheduled at this time. The part and lot numbers were not reported and the device remains implanted so no further evaluation can be performed. No further action can be taken at this time.